Event description:
Repair center: alleged - alarming / red light. Key failure - pilot valve is not shifting. Additional malfunctions are the sieve bed is saturated, the tie wraps are leaking, and the muffler is clogged.